Event description:
I have type 1 diabetes, and was diagnosed in 1963. My doctor prescribed a freestyle libre 3 plus about 18 months ago. Didn't have problems until about 8 months ago when the sensors started giving me warnings they had ceased working and/or failed. I have sent two-three of them back to abbott labs during this period. Yesterday I received a new delivery of six sensors and applied one as directed about this time of day. Less than twenty four hours later it failed and told me to remove and replace it. They normally last 15 days. My wife has type 2 diabetes and uses the same sensors from a different pharmacy and has experienced similar problems. Based on our experiences, the failure rate is unexpectedly high and I believe needs to be addressed. Pt code: 4582. Device code: 2588. Ref reports: mw5178992, mw5178993, mw5178994.